Event description:
A tiger 2 tube was placed in this pt. The pt showed an allergic reaction - skin irritation around the mouth and some internal reactions. As per complaint reporting form: after the insertion of the tube, the pt suffered allergic reactions like rise in pulse, drop in blood pressure, skin irritation. The symptoms were gone after the removal of the tiger 2. Pt did not get harmed permanently. There was no permanent harm to the pt. No section of the device remained in the pt. No add'l procedures performed.

Manufacturer narrative:
(B)(4) allergic reaction not listed in IFU. (B)(4) reaction is not listed in IFU. Still under investigation.